Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found record of the reported call service alarm on the day of the complaint. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and 24 hour pump exercise were executed without any incidents. The investigation confirmed but was unable to duplicate the reported call service alarm issue. Unrelated to the reported call service alarm issue, moisture corrosion was observed in the pump interior when the pump was opened to further investigate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.